Event description:
Customer reporting testing sars positive continually when using this kit. Customer states they test weekly. Customer has been negative by other otc kit and pcr. Report 10 of 11.

Manufacturer narrative:
Investigation conclusion:. A review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: insufficient information. Source: phone.